Manufacturer narrative:
Additional information results of cine image review: the protégé everflex self-expanding biliary stent system was not received for evaluation. Three cine images were received and reviewed. The images were compared to examples of stent radial compression and elongation. Review of the cine images provided did not support the alleged stent fracture. Stent cell compression and elongation in the stent was observed in the cines. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As part of (B)(6), a protege everflex self-expanding stent was implanted in the proximal sfa of a patient. Approximately 23 months post the index procedure the patient was having pain in his study leg. He went in for his 2 year follow-up visit, approx. One year and 11 months post procedure, and the imaging department at the site noted a class ii stent fracture. No adverse event has been reported. No interventions have been carried out to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.